Event description:
On (B)(6) 2012: customer reports via phone that during a laser lithotripsy (age and gender of pt unk) the system would not fluoro. The physician completed the procedure with the use of endoscopy. No injury to report.

Manufacturer narrative:
Field service engineer (fse) found that an ecal error was locking out the fluoro and digital spots, which is a safety interlock designed into the system. Fse troubleshot the cause, and replaced the system's collimator per service manual 710951. Fse verified proper operating using hut service checklist qssrwi4.1 and returned the unit to full service.